Event description:
Additional information from the health care professional reported that the 1st revision was on (B)(6) 2015. The device was moving and it was placed deeper and tighter in the pocket. The cause of the issue was weight loss.

Event description:
Additional information received from the health care professional reported that revision occurred on (B)(6) 2015 due to ins movement secondary to weight loss. There were no complications and the patient was stable.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mmm7, product type: lead. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) kept coming out of the pocket and had been revised six times. The patient had lost weight and the health care professional (hcp) stated that was causing it to move. This occurred in the (B)(6) 2014. The most recent revision was in (B)(6) 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or diagnostics/troubleshooting was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.